Manufacturer narrative:
This report is submitted on june 24, 2020.

Event description:
Per the clinic, the patient experienced irritation (infection) at the abutment site and limited hearing benefit. The abutment was removed and no medication was prescribed for the infection. The implant remains in-situ.